Event description:
It was reported that during a laparoscopic gastric bypass roux-en-y procedure, the clips were not forming. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4)

Event description:
Patient presented in the ER for bradycardia due to loss of capture. Interrogation showed an increase in threshold. X-ray revealed that the rv tip had dislodged in the right ventricle apex. The physician elected to cap the lead.

Manufacturer narrative:
(B)(4). Jaw/cam the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition of the jaw/cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. No incident related to the reported event was observed during the batch record review.